Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 28. Implant surface not completely covered with bone. On (B)(6) 2022, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.